Event description:
It was reported that the patent was experiencing inadequate pain relief. The patient underwent a spinal cord stimulation (scs) system explant procedure. The explanted device components will not be returned as they were discarded by the facility. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred one year ago based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7147075. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7146984. UDI: (B)(4).

Event description:
It was reported that the patent was experiencing inadequate pain relief. The patient underwent a spinal cord stimulation (scs) system explant procedure. The explanted device components will not be returned as they were discarded by the facility.